Manufacturer narrative:
Updated fields : b4, g3, g6, h2. Corrected fields: h6 (medical device ¿ problem code), e1- event site email.

Manufacturer narrative:
Due to character limitation in e1, full event site name, address and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during a routine checkup that for cardiosave intra-aortic balloon pump (iabp) that they could not see the arterial pressure graph. No patient involvement.

Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no malfunction was detected in the device. The device was tested with catheter and a trainer under different ECG values. Fiber optic tests were performed as well. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during routine checkup, the cardiosave intra-aortic balloon pump (iabp) would not show the arterial pressure graph. There was no patient involvement.